Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. It was reported that the patient believes the device is not working. Support link assisted the patient with checking device settings and the therapy is on with stimulation at 5.5. Patient said "they don't have the things in the right place". Patient also said that its not working, they have just been dripping but when they use a catheter, they put out a big stream. The patient does not feel the therapy is working as patient is using catheters more and is not voiding on their own except a couple of drops once in a while. Patient is wondering about an adjustment and would like someone to look at them as their bandage was loose on their back. Patient advised to contact his clinician with concern.